Manufacturer narrative:
A follow up was performed, and the responder reported that the device was not use when the issue was observed. The responder clarified that the screen was black and broken. It was then reported that the screen was broken during customer action. The investigation is ongoing.

Manufacturer narrative:
The responder clarified that the screen was black and broken. It was then reported that the screen was broken during customer action. Additional details were provided, and the resolution details noted that the screen was replaced. No further details were documented. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen issue. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.